Event description:
Getinge servo u ventilator. Accessory support rail. Of three ventilators inspected, all three had loose rails. One of which being twisted, along with one of the securing screws. This 178 support arm, and humidifier/heater along with water container, are mounted to this rail. The lower elbow of this support arm is difficult to articulate. It's believed associated weight of these items, in conjunction with the amount of torque generated on the rail through attempts to articulate the support arm are leading to this issue. FDA safety report ID# (B)(4).